Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-01988. It was reported the pt is no longer receiving effective stimulation. An sjm representative met with the pt and lead diagnostics showed invalid impedances on one of his leads. Reprogramming was unable to resolve the issue. X-rays were taken and did not show any abnormalities. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.